Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump has cracks along the base of the display screen. The patient was unsure of how the damage occurred. The keypad does not respond sometimes. The current blood glucose reading is 167 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.